Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring urinary incontinence. The cuff was examined under cystoscopy and determined that it was not completely coapting. All the components were removed and replaced. No further patient complications were reported.